Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned, mmdg was unable to confirm or replicate the complaint alleged by the initial reporter. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable. However, during follow up conversations with the care giver it appears to have been air bubbles (approximately 1/2 inch in the tubing that contained air) and not an actual failure to auto stop that occurred.

Event description:
The initial reporter stated that the pump continued to run after the bag was empty. They also stated that the nurse stopped the pump before any air reached the patient. (B)(4).